Manufacturer narrative:
Device 8 of 10. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 10 out of 20 moldable wafers (2 boxes) had an off centered starter hole. The products were not used on patient. Reportedly, 10 wafers will have to be discarded. Pictures of the alleged malfunction were provide by the complainant.

Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to update imdrf clinical signs, imdrf health impact, imdrf med. Dev. Problem codes and imdrf components. Also, to include the investigation results captured under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary captured under h10. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 336-542-4679. Returned sample evaluation: as additional information, photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer can be confirmed. No samples were received for evaluation. Related event conclusion: method ¿ pick and place vacuum nips not standardized. Based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Standardization of vacuum nips of the pick and placed was only performed in the ats#2 line on 10/may/2021 (see attachment #1), but it will be deployed to ats#1. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. The investigation associated with related event was approved and complete. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.